Event description:
While the unit was in use on a patient the unit displayed "pneumatic drive failure". The patient was switched to another unit and therapy was continued. No patient injury was reported.